Manufacturer narrative:
No parts were returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the system was rebooting (power recycling) and the power cable was checked, but no damage was found. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The computer was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.